Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 15506120l. Supplemental report #3 is to reflect a correction as the lot number update was not included on supplemental #2 but the DHR was provided on supplemental report #2. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that after an avnrt procedure in a patient with a difficult anatomy, it was noticed in the recovery room that the patient¿s blood pressure dropped. A stat echo was performed and pericardial effusion was observed. The patient was transferred to procedure room and a pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and the catheter passed. Finally, the catheter was tested for eeprom, carto 3, 4 khz and calibration functionality. The catheter failed during carto 3 and 4 khz since the catheter was not detected. During the testing the eeprom data became corrupted and no more testing could be performed. However, eeprom issue is not related to the reported complaint. Further examination showed that the sensor was within specifications. According to the results and the sensor readings, the improper condition was attributed to a potential pc board failure. The catheter failed during the calibration test but the root cause of the pericardial effusion remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action was opened to address the pcb issues / intermittency.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. DHR review could not be performed since lot number was not provided by the customer.(B)(4).

Event description:
It was reported that after an avnrt procedure in a patient with a difficult anatomy, it was noticed in the recovery room that the patient's blood pressure dropped. A stat echo was performed and pericardial effusion was observed. The patient was transferred to procedure room and a pericardiocentesis was performed. The fluid was drained and the patient was fully recovered. The physician's opinion regarding the causality of the event was procedural related due to patient movement during the procedure. The patient stayed hospitalized overnight.

Manufacturer narrative:
Concomitant products: ez steer coronary sinus us catalog #: bd710fj282rts lot #: unknown. Webster 4 pole us catalog #: d6dr252rt lot #: unknown (2 reprocessed catheters). Halo us catalog #: d7t20282rt lot #: unknown (reprocessed catheters). Webster 6 pole us catalog #: d706dr002rt lot #: unknown. Carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4).